Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 130 mg/dl. There was no additional information available regarding any actions taken by the customer or technical support, and the pump was out of warranty.